Event description:
It was reported that the cable and wall adapter no longer charge the pump. The customer's blood glucose level ranged from 201-202 mg/dl. Reportedly, the customer was sent a replacement cable and confirmed that the cable successfully charged the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.